Event description:
The customer reported via phone call that the insulin pump had a blank display. When the customer went into the home screen, the screen went blank. Customer's blood glucose level was 136 mg/dl. After troubleshooting the insulin pump's screen faded when they moved off the home screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display due to open lcd driver on lcd board. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.